Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed, and the root cause could not be determined.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 4 of 4 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarm. The tsr assisted the hp to end therapy. The hp was contacted on (B)(6) 2011. The hp stated this was an isolated event. The hp stated he did not develop any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.